Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, charging connection was unstable and the customer had to hold cable in place or strategically position pump in order for charge connection to be recognized. There was no reported impact to the customer¿s blood glucose level. Caller had already tried standard charging steps using tandem cable and wall adapter, technical support advised careful usb insertion to prevent further damage, and arranged replacement pump under warranty while customer continued to use current pump as backup therapy.